Event description:
It was reported that the patient was placed on the nkv-550 ventilator and it began to encounter an issue with a high fio2 alarm. The patient was removed from ventilator and placed on another ventilator. There was no harm to patient. Once the patient was removed from the ventilator, a device check was performed where the air/o2 valves test failed. In the service screen, the o2 psol was showing a 4.2 lpm leak.